Event description:
The MFR received info from a third party service center alleging a ventilator was alarming and would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to a third party service center for eval and the customer's complaint was confirmed. The device's active exhalation control module and power management board were replaced to address these issues. The device set pressure was not being delivered. The ventilator's tubing elbow was replaced to address the issue.